Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 547 mg/dl. Customer¿s current blood glucose level was 471 mg/dl. Customer experienced blood glucose level of 333 mg/dl. Customer was treated with insulin pump. Insulin pump passed high pressure test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted during testing. Device passed the delivery accuracy test at 0.08710 inches.